Event description:
It was reported that the physician was unable to obtain capture threshold when the lead was placed in the heart during the implant procedure. Different positions were tried but the issue persisted. Lead was not used and was replaced. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.